Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Functional testing found that the cutter failed the test cut. The cutter will need replacement. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: australia.

Event description:
It was reported that prior to surgery the cutter is blunt. There was no patient involvement. During product evaluation it was discovered that the cutter failed the test cut. Due diligence is complete and there is no additional information available.